Manufacturer narrative:
Evaluation results: one used endotracheal tube (p/n 198-37l, l/n 3771502) was returned for evaluation in used condition with its original open shelf carton, and its original open packaging. The returned sample was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. Some damage was observed in the blue cap. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause is that the product become damaged after it left the manufacturing facility.

Event description:
Information was received that a crack in the bronchial-sidefiber cap was noted on a smiths medical endobronchial tube. Incident was reported to have occurred prior to use with a patient.